Event description:
It was reported that during reprocessing the colono videoscope exhibited foreign material from the nozzle. There was no patient involvement in this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.